Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
A consumer implanted for non-malignant pain reported they were on a trip and their new settings on the implantable neurostimulator (ins) were helping a lot. The only problem was their settings were higher and drained the ins battery faster, and the recharger was out of juice. On (B)(6), stimulation stopped and the consumer needed to recharge, but they didn¿t have their ¿gear¿ with them, so it was recommended to try and have someone mail the "gear" to them.